Event description:
During baxter's eval, it was identified that the mechanical assembly received in the spectrum pump was not the mechanism which was originally installed in the device during manufacturing. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter's eval confirmed that the mechanical assembly received with this device was not the assembly installed during the manufacturing of the device. Review of the device history record shows that the pump was manufactured with a mechanical assembly with a different lot number than the lot number that was received with the device. This is an indication that the mechanism was is not original to the device and was installed outside the factory, an operation that is not permitted.